Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal tissues and she has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior colporrhaphy and sacrospinous fixation of vagina due to sui, vaginal vault prolapse and cystocele. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. It was reported that patient underwent mesh removal on 12/07/2009 for incomplete bladder emptying. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.